Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 591 mg/dl. Insulin exited with a manual prime. The infusion set cannula was bent. The caller was advised to change the infusion set, however, the alarm recurred after changing the set. The blood glucose has risen to 600 mg/dl. The customer was being treated with the insulin pump. Insulin exited with a manual prime and the cannula was not bent. The insulin pump was not replaced or returned for analysis.